Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was at their primary care physician and when seen had stated their stimulator needed reprocessing. It was reported that their stimulator was blocking their neuro impulse and it was not functioning. This had started a week ago in (B)(6) 2017. The reporting hcp requested a manufacturer representative to meet the patient but a decision about the schedule had not been determined at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s system had ¿croacked ,¿ as they tried multiple times to charge with no luck. The hcp stated that they wanted someone to meet with the patient to check on the system. It was noted that the patient tried to connect with a manufacturer representative in september 2017 regarding the issue. No further complications were reported or anticipated.